Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely elevated inorganic phosphorous (phos) patient sample test result was obtained from a dimension exl with loci module (lm) instrument. Siemens connected to the instrument remotely and found that quality control materials processed after the patient sample were elevated. The customer replaced the flex reagent cartridge, recalibrated, ran quality control materials with acceptable results and, following established laboratory practice, repeated the sample. The sample was recentrifuged prior to repeat testing. There are no other reports of discordant phos test results. The cause of the discordant, falsely elevated phos patient sample test result is unknown. The instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
A discordant, falsely elevated inorganic phosphorous (phos) patient sample test result was obtained from a dimension exl with loci module (lm) instrument. The initial test result was reported to the physician(s). The same sample was repeated on the same instrument where a lower test result was obtained. A corrected test report was issued to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated inorganic phosphorous test result.